Manufacturer narrative:
(B)(4).per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient line inadvertently separated from transfer set. The hp stated the alarm occurred because a door was closed and caught on the line. When the line was caught in the door it disconnected. A labeling review has been performed, finding that current labeling provides ample instructions related to the use error in this event. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 4 of 6. The home patient (hp) stated they were connected to machine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(6) 2011 regarding the alarm. The home patient (hp) stated that the issue was resolved. The hp stated the alarm occurred because a door was closed and caught on the line. When the line was caught in the door it disconnected. The hp stated the line that was disconnected was the solution bag line. Per hp, they did not receive any injury or medical intervention as a result of this incident. The hp stated that they were doing fine and continuing therapy without issues. No further information was provided.